Event description:
It was reported that the patients "previous device" was removed due to the wires coming out of his neck. Additional information was requested. If further information is obtained, a follow up report will be sent.

Manufacturer narrative:
Lead model 3986a lot: lb9452 implanted: (B)(6) 2005 explanted: (B)(6) 2007. Lead model 3986a lot: n0023751 implanted: (B)(6) 2005 explanted: (B)(6) 2007. Extension model 748966 serial: (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2007. Extension model 748966 serial: (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2007. Programmer model 7435 serial: (B)(4).

Event description:
It was further reported that the patient had no further concerns with their device/therapy.